Event description:
Pt received her first treatment on 9/16/96, in the nasolabial folds, periorbital lines, and vermilion border. Immediately after the treatment, the pt noted swelling at the treatment sites which the physician attributed to the injection procedure. On 9/17/96, the pt noted redness, swelling, and induration at the treatment sites. On 9/30/96, she presented with persistent symptoms. The physician diagnosed a hypersenitivity; intramuscular aristocort, oral prednisone, and topical temovate were prescribed.